Event description:
Customer reported receiving an error 4 on the display of their freestyle flash blood glucose monitor, when a test strip was inserted. It was discovered that her locked meter is now unlocked. Although the meter was set to the corrct unit of measure, the meter is exhibiting signs of the memory overwrite malfuntion. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.